Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not a bsn patient.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.